Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the power error detected alarm reoccurred after previously troubleshooting it. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.